Event description:
It was reported that the image of the gastrointestinal videoscope was blurry. The issue was found during servicing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: g2, g4, h3, h6, h11. Corrected: g2 removed company representative and added user facility. Corrected: e3 should be none selected instead of non healthcare professional. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.